Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified a break in the hypotube 945mm proximal to the port. The proximal section of the hypotube was not returned. The length of the taxus liberte stent delivery system (sds) from the end of the strain relief to the proximal body cone/body transition of the balloon of the catheter met specification. The length of this device from the proximal body/cone transition to the break point is 115cm. The hypotube was kinked along it's entire length. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, a stent delivery system was unable to cross the target lesion and the shaft kinked. Vascular access was gained via the femoral artery. The 30mm long by 2.25mm diameter lesion was located in a moderately tortuous and mildly calcified right coronary artery. The 3.0 x 16mm monorail taxus liberte stent delivery system(sds) was not able to cross the target lesion and the shaft kinked. The sds balloon was never inflated while it was in the body and no stent damage was noted. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a break in the hypotube of the sds system.